Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was fractured. The patient received inappropriate therapy due to noise. During interrogation, high impedance was observed.